Event description:
During dialysis an arterial pressure, a venous pressure and a level detector alarm occurred. The alarms were audible and visual, the blood pump stopped, as expected. The venous line occluding clamp did not close, as expected with blood alarms. The treatment was discontinued. No pt injury occurred. The machine was inspected by the facility machine technician. The malfunctioning component was replaced and the machine has been operating properly since.